Event description:
It was reported that the patient had a groshong catheter implanted on (B)(6) 2023. On (B)(6) 2023, because an alarm to notify pump occlusion sounded, when the catheter was flushed with saline solution, temporarily the occlusion alarm stopped ringing. After 30 minutes, the patient's right arm was swollen and the statlock was wet. Therefore, the device was removed from the patient¿s body. There was no reported patient injury.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The manufacturer has received the sample and is pending evaluation. Results are expected soon.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. Based on a review of available complaint information and an evaluation of the available sample evidence, the following was concluded: the complaint of a leaking catheter was confirmed. The product returned for evaluation was one 4fr single lumen groshong nxt catheter. The damage observed in the returned sample was characteristic of over-pressurization (burst) damage. This can occur through the use of syringes smaller than 10ml, by flushing against an occlusion, or due to excessive force applied during infusion procedures. The returned product sample was evaluated and a split was observed between the 34cm and 35cm depth markings. This catheter damage was typical of a burst, and the characteristics observed which supported this type of failure included: 's' shaped split; tensile weakness at the fracture site (due to material ballooning prior to burst); granular fracture surface texture (typical of tearing failure modes); the catheter material was visibly lighter in color at the fracture site. An occlusion was observed distal to the burst site, and this may have contributed to the failure. Forceful flushing against an occlusion can cause this type of failure. An examination of the catheter structure revealed no potential damage/defect related to manufacture of the product. H3 other text: evaluation findings are in section h11.

Event description:
It was reported that the patient had a groshong catheter implanted on (B)(6) 2023. On (B)(6) 2023, because an alarm to notify pump occlusion sounded, when the catheter was flushed with saline solution, temporarily the occlusion alarm stopped ringing. After 30 minutes, the patient's right arm was swollen and the statlock was wet. Therefore, the device was removed from the patient¿s body. There was no reported patient injury.